Event description:
Thumb tip large burn blister [burns second degree]. Torn off the skin from the blister while removing the patch [application. Site laceration]. Remove the patch was extremely painful [pain]. Case description: this is a spontaneous report from a contactable consumer through a pfizer-sponsored program entitled brand websites for division consumer healthcare (B)(6). A female consumer of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from 2015 for pinched nerve. Relevant medical history and concomitant medications were not reported. The consumer reported she was satisfied as it had a pleasant warmth, but when she wanted to remove the patch was extremely painful. The consumer experienced thumb tip large burn blister from the heatwrap, and tore off the skin from the blister while removing the patch in 2015. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "thumb tip large burn blister from the heatwrap, and tore off the skin from the blister while removing the patch" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "thumb tip large burn blister from the heatwrap, and tore off the skin from the blister while removing the patch" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.